Event description:
It was reported that during a wedge resection procedure, the device was used for apical portion of the lung. A few days later, a further operation was needed because the air leak could not be stopped. The air leak was found from where the tissue split off. The split area was recovered by hand suture. It was noted that the staple line had no anomalies.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.